Manufacturer narrative:
Field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed the issue by observing no wash was being drawn up from the washer. Fse found the wash syringe bushings and o-rings in pieces. Fse replaced all wash syringe, cleaned and lubricated the wash syringe unit. Fse successfully completed wash prime three (3) times. Fse also successfully completed daily check and quality control runs without any errors. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint and service history review for a similar complaint was performed for serial number (B)(4) through aware date of event. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2239] bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported event was due to failure of wash syringe due to worn bushings in the wash syringe.

Event description:
A customer reported getting error message "2239 b/f probe 1 purge failure" on the aia-2000 analyzer. The customer stated hearing the pump kick on but also observed air bubbles in the lines. The customer attempted priming analyzer with a new filter in the reagent tank and also primed without a filter, but error persisted on both attempts. The customer confirmed the wash reagent was replaced the previous day and ran without any errors. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), alpha-fetoprotein (afp), beta human chorionic gonadotropin (bhcg), estradiol (e2) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.